Event description:
The physician implanted an ascension metatarsal hemi implant into a pt who did not want fusion to his right foot, great toe. During surgery, the physician was not pleased with the location of the trial implant and he attempted to decompress the joint further with the conical reamers and repeated a dorsal cut. During this process, the initial k-wire was removed but when he tried to repeat the position, he had difficulty finding the initial hole. When the physician re-drilled the center hole, he found the opening of the canal to be larger and sloppy. The physician used bone fragments removed during the dorsal cut as impaction grafting. The physician felt that the implant was sitting too dorsal but felt this was now the best case scenario and hoped that the pt would do well. Approx 2 months after surgery, the pt complained about the implant rubbing on his skin. The physician reported that the implant had rotated as well increased the angle of the first and second digits. The pt has been scheduled to be revised.

Manufacturer narrative:
Issues identified with the surgical technique that was performed may have contributed to the issues experienced by the pt. No issues were identified with the surgical technique guide that is provided by ascension. After the revision surgery, if add'l info is found and/or the implant is returned for analysis, a supplement report shall be submitted as appropriate.